Event description:
The customer reported that the battery was not charging and that the device was showing a low power indicator. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.